Manufacturer narrative:
Repair for a v60 that needs a new nav-ring. Nav-ring issue initially found during preventive maintenance. The customer reported there was no patient involvement at the time the issue was discovered. Pse replaced the unit's front bezel to resolve the nav-ring issue. The unit passed required performance verification tests per philips standards and was returned to use.

Manufacturer narrative:
Even though no part was received, it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14dec2020.

Event description:
The biomed reported the navigation (nav) ring is not responding. The philip's field service engineer (fse) is scheduled to visit the biomed to evaluate the unit. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.